Event description:
It was reported the patient was not receiving pain relief/less than 50% therapy relief. A dye study was performed and they were unable to aspirate cerebrospinal fluid (csf). A rotor/roller study was also performed and results were normal. A computed tomography (CT) scan was also performed. It was noted the patient had been observed manually rubbing and manipulating their pump frequently. The patient had been instructed not to do this repeatedly, but the action continued. A catheter revision was performed (2014-01-16) and it was determined there was no catheter issue. The pump was accessed during the procedure and "nothing looked wrong". The healthcare professional (hcp) accessed the side port in the operating room (or) and had free flow. The catheter had no known issues. The patient was receiving effective therapy after the revision. The pump was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).